Manufacturer narrative:
The reported event of inability to interrogate was confirmed. The reported event of premature discharge of battery was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that a patient presented with loss of telemetry and premature discharge of battery noted on the patient's pacemaker. The device was explanted on (B)(6) 2024. No adverse patient consequences were reported.